Manufacturer narrative:
Type of investigation 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.50/+2.0/92 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The lens had tore during injection/delivery into the eye; intraoperatively the lens was removed and replaced with a same length lens. There was no patient injury. The problem was resolved. The cause of the event was reported as unknown.